Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedances, measuring less than 200 ohms. It was noted the rv lead was fractured. Subsequently, a revision procedure was performed. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.